Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during a colonoscopy procedure on (B)(6) 2011. According to the complainant, during the procedure, while attempting to clip a polyp, the nurse felt a click on the handle as if the resolution ii clip had been released from the delivery system; however, the clip did not release from the delivery system. The clip was able to be released from the tissue; however, it could not be reopened. The device was removed from the patient and the procedure was completed with another resolution ii clip. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Field action notification #: 3005099803-08/12/2011-002-r. A visual examination of the returned device revealed that the bushing was damaged and the clip assembly was deployed and not returned. It was also noticed that the handle was in the locked position. The reported event of "clip failed to release from the catheter" was not able to be confirmed due to the clip assembly not being returned. Additionally, it could not be determined how the bushing was damaged. However, these failures likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A search of the complaint database revealed that no similar complaints exist for lot # 1ml1011201 for the reported event.

Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during a colonoscopy procedure on (B)(6) 2011. According to the complainant, during the procedure, while attempting to clip a polyp, the nurse felt a click on the handle as if the resolution ii clip had been released from the delivery system; however, the clip did not release from the delivery system. The clip was able to be released from the tissue; however, it could not be reopened. The device was removed from the patient and the procedure was completed with another resolution ii clip. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
Notification # 3005099803-07/19/2011-001-c.

Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during a colonoscopy procedure on (B)(6), 2011. According to the complainant, during the procedure, while attempting to clip a polyp, the nurse felt a click on the handle as if the resolution ii clip had been released from the delivery system; however, the clip did not release from the delivery system. The clip was able to be released from the tissue; however, it could not be reopened. The device was removed from the patient and the procedure was completed with another resolution ii clip. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.